Event description:
The customer reported their aer automatic endoscopic reprocessor was leaking disinfectant. There was no error message for low disinectant. There was no report of injury. Asp service was dispatched.

Manufacturer narrative:
An asp field service engineer (fse) was dispatched finding the unit operating properly with disinfectant coming out of the overflow. The fse reduced the amount of enzymatic cleaner being dispensed. The system is operating properly.

Manufacturer narrative:
The asp field service engineer (fse) stated that when the system pumps soap/ enzymatic cleaner in the beginning of a cycle, if the amount of cleaner is too much a small amount may remain behind. When the disinfectant enters the basin the residual is still there. As the unit pumps the disinfectant back to the tank it may foam. This foam rises to the height of the overflow tube and a small drip appears. Evaluated by mfg: the asp aer user's guide indicates the correct volume of detergent solution that should present in the soap bottle. The guide clearly recommends the addition of more detergent if the soap bottle is more than three fourths empty and to pour detergent into the soap bottle until it is almost full. Addition of more than this amount is not advisable as per the user's guide. Review of the account history for this system with (B)(4), indicates no significant trend for the specific issue of fluid leak due to user error of adding more detergent than recommended. The service history however shows that there has been one water leak issue in six months prior to the alert date (B)(6) 2010 of this particular issue. The aer cpuy (complaints per unit year) chart shows no increasing trend for the problem code "fluid leak." Asp will continue to monitor for more trends.